Event description:
Doctor reported, "I placed an ahmed fp7 in a veteran on (B)(6) 2024 and have had to bring him back to the operating room to place an intraluminal prolene suture due to over filtration resulting in choroidal effusions. During priming of the valve, I did not see my usual small bubble of bss, but rather a small gush of fluid, which, in hindsight, was likely an indication that the valve may not be functioning at 100%."

Manufacturer narrative:
The IFU for the reported product model was reviewed and confirmed to include hypotony as a known complication. The device history record for the reported lot was reviewed and no issues were observed. Product was manufactured, tested, and released per validated procedures. The reported device is not available for return. No device malfunction could be confirmed.